Event description:
It was reported that there was cassette sensor issue. The event occurred during testing.

Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) corrosion. Customer complaint of, cassette sensor issue, confirmed through, dso/uso test. Replaced, dso sensor. Performed dso test. Performed sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.